Manufacturer narrative:
(B)(4).

Event description:
A talent abdominal stent graft system was inserted in a patient for the endovascular treatment of abdominal aortic aneurysm. The vessels were non-tortuous. The right access vessel was mildly calcified and 8-8.5 mm in diameter, and the left access vessel was moderately calcified and 7 mm in diameter. It was reported that the talent delivery system could not be advanced through the external and common iliac arteries on either side. It would advance as far as the nose cone and a small portion of the graft cover. The delivery system was removed followed by dilatation with an 8 mm balloon on the right side; however, the device could not be advanced and kinked during attempts to insert it. It was removed from the patient and a second talent device of the same size was able to be used without complication after further vessel dilatation. The delivery system was discarded. No additional clinical sequelae were reported and the patient is fine.